Event description:
The sjm representative reported that the post implant crosstalk with intermittent safety pacing was observed due to a possible potential of a loose setscrew. High rv lead impedance was also observed. The system was clinically resolved by tightening / replacing the screw. The system remains implanted.